Manufacturer narrative:
Catalog number and lot code of other device listed in this report: cat # 6260-9-026, lot # 47918606, description: 26mm -3 lfit v40 head. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.

Event description:
It was reported that patient had hip revision due to infection.